Event description:
It was reported during a bowel procedure while using the tlc55 the firing knob on the device would not advance on the second firing. The case was completed with a new tlc55. There was no consequence to the patient.